Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study ¿(B)(6)¿. During the study index procedure, stent placement was performed. After pre-dilatation, two (2 each) smart control stents: a 6 x 150 mm. And a 7 x 120 mm. Were placed in the left superficial femoral artery (sfa) target lesion in overlapping fashion (amount of overlap is unknown). Post-dilatation was conducted and the procedure was finished successfully. The target lesion¿s residual stenosis was 0%. A 50% stenosis was observed at distal site of the placed stents, but no treatment was performed. Ivus was not done post-procedure. The patient received antiplatelet therapy during the procedure. It was not known if the patient was anticoagulated during the procedure. The patient was discharged the next day/in the morning. In the evening, the patient was admitted back to hospital with leg pain. Examination revealed thrombosis in the previously implanted stents. The thrombosis was treated with a fogarty catheter and balloon angioplasty (poba). The procedure was finished successfully. Six days after the index procedure, the patient developed stent thrombosis again. It was treated with a fogarty catheter and poba again. A non-cordis stent was placed to the 50% stenosed area distal to the smart stents and overlapping. The procedure was finished successfully and the patient is now doing well.

Manufacturer narrative:
As reported, after pre-dilatation, two (2 each) smart control stents: a 6 x 150 mm. And a 7 x 120 mm. Were placed in the left superficial femoral artery (sfa) target lesion in overlapping fashion (amount of overlap is unknown). Post-dilatation was conducted and the procedure was finished successfully. The target lesion¿s residual stenosis was 0%. A 50% stenosis was observed at distal site of the placed stents, but no treatment was performed. Ivus was not done post-procedure. The patient received antiplatelet therapy during the procedure. It was not known if the patient was anticoagulated during the procedure. The patient was discharged the next day/in the morning. In the evening, the patient was admitted back to hospital with leg pain. Examination revealed thrombosis in the previously implanted stents. The thrombosis was treated with a fogarty catheter and balloon angioplasty (poba). The procedure was finished successfully. Six days after the index procedure, the patient developed stent thrombosis again. It was treated with a fogarty catheter and poba again. A non-cordis stent was placed to the 50% stenosed area distal to the smart stents and overlapping. The procedure was finished successfully and the patient is now doing well. The products remain implanted in the patient and are not available for inspection. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851700 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. It was not known if the patient was anticoagulated for the index procedure. The patient was started on antiplatelet during the index procedure. A 50% stenosis was observed at distal site of the placed stents, but no treatment was performed. The distal stenosis was addressed after the second thrombotic event. The patient¿s medical history was not provided. Based on the available information provided there are possible patient, procedural, pharmacological, and vessel factors that may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00470 and # 9616099-2013-00471.

Manufacturer narrative:
The index procedure was a percutaneous transluminal angioplasty (pta)/stenting. The target lesion was the left superficial femoral artery. The target lesion was reported to be: a 99% stenosis, 25 mm. In length, with mild calcification and tortuosity. The physician felt that the thrombotic events can be partially related to the observed 50% distal stenosis post-procedure but thrombus was noted in the smart stents so the relationship between the event and the stents cannot be denied. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00470 and # 9616099-2013-00471.